Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported around 2001, patient suffered heart failure and device was implanted. Antiarrhythmic agent was also started. During a device check, it was confirmed that pacemaker induced tachycardia due to vc response function had occurred. Programing changes were made. Follow-up observation has been underway and no relapse to heart failure has been noted. Patient was stable.